Event description:
Additional details were provided that on post-operative (pod) 8, the patient was discharged home. On pod-9, the cerebral infarction occurred, and the right homonymous hemianopia symptom developed. On pod-14, the patient visited the hospital and was hospitalized for a detailed examination. Based on the detailed examination, a diagnosis of subacute cerebral infarction was made. On pod-15, after hospitalization for subacute cerebral infarction, renal function aggravation was rapid. Oral antiplatelet drug after tavr was continued and the right homonymous hemianopia symptom was improved. The cerebral infarction symptom was improving. As of pod-57, the patient outcome was "resolving".

Manufacturer narrative:
Correction to h6; impact code and investigation conclusion. Correction to b3. Update to b5.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2023 -17029. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (age, gender and calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
The patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position. Percutaneous access was obtained from the right femoral artery and a 26mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position, as intended. On pod-14, the patient experienced cerebral infarction. The symptom was mild and visual field was slightly narrow. The patient was still being hospitalized.